Event description:
Healthcare professional reported left side "grade 4 contractures" and "lateral breast tenderness." Healthcare professional additionally reported left side exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Event description:
Healthcare professional additionally reported left side exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6. Device evaluation: analysis of the returned device identified; creases flat and yellow particles on the shell. Leak test and microscopic analysis was performed which identified: sharp broken on plug strap. Device not leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp broken on plug strap (total separation) assessed as an unidentified (tear) opening.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203.

Event description:
Patient representative later reported plaintiff was implanted with biocell textured breast implants and suffered. Or will suffer. Painful removal procedures as well as any treatment. Therapy" recovery" and expense associated with the removal of the biocell textured breast implants due to fear of alcl. To reduce risk of alcl" and due to symptoms consistent with alcl and fear of alcl including: mental anguish. Increased risk of alcl. Evaluation for alcl. The potential for the development of bia-alcl" and any condition or symptoms associated with bia-alcl or the prevention of that issue. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress" and anxiety, as well as loss of quality of life and depression: and other physical and emotional manifestations that are severe and ongoing. Plaintiff has not been diagnosed with bia-alcl.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "grade 4 contractures" and "lateral breast tenderness." Device remains implanted.